Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a cracks around the screen on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.